Event description:
Fail code 810:04. Information was not provided regarding whether or not the failure occured during a patient infusion. The hospital rep stated that there have been no reports of any patient involving this pump since the last baxter service event.